Event description:
Since implantation of mentor saline implants I have experienced a widespread chronic debilitating and worsening illness. I am unable to work and am disabled. I was working at the time of getting implants and had to quit my job shortly thereafter because of illness. I was immediately sick after implantation for several months acutely and then had longstanding illness to this date (B)(6) 2019. Upon explantation, I noticed several symptoms improved right away namely: fatigue, inability to stand due to pots, nerve pain improved, bone pain improved and arthritis improved. Symptoms: severe fatigue, joint pains, fibromyalgia, neuropathy- arms and legs and face radiating bone pain, immune dysfunction of natural killer cells (nk) and t lymphocytes. Over a span of several years 2015 to 2019 heart palpitations, svt and pvc¿s, angina, digestive issues, severe nausea, carpal tunnel, severe migraines and cluster headaches, severe plantar fasciitis, pots, c diff infection, insomnia, brain fog, disabling cognitive issues, nausea worsening, pms, interstitial cystitis, yeast infections, chronic restless legs, slow healing, chronic infections- constant flus, colds in winter, frequent noro virus infections, epstein barr, mycoplasma pneumonia, mono episodes lasting months, chronic elevated temp of 99.9-100.4 for 2 years 2016 - present activity intolerance, exercise intolerance, inability to clean my house or do any chores from 2017 to present time due to activity intolerance and excessive soreness. Explant surgery on (B)(6) 2019 was required to alleviate severe symptoms. Symptoms that improved immediately after explant: plantar fasciitis, arthritis, fatigue, nerve pain is 30% better, pots improved, dizziness improved.